Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed the catheter was returned with a suture wing attached between the 28 cm and 30 cm depth marks. An adhesive dressing with yellow stains was observed to be attached to the molded joint, and a white dried residue was observed within the catheter distal to the suture wing. A functional test of flushing the catheter with water using a 12ml syringe was performed. A leak was observed near the 30 cm depth mark, just proximal to where the white suture wing was located. A microscopic observation revealed the split where the leak was found was y-shaped and had very irregular and uneven fracture surface and edges. What appeared to be some superficial damage on the catheter wall was also observed. These features suggest the catheter was damaged by an external source, most likely contact with a hard and/or metallic instrument. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient admitted on (B)(6). It appears antibiotics leaked from the catheter protruding externally after flushing with a 5ml syringe. No other information was provided.